Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving hydromorphone and lidocaine, both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient said he was hearing some beeping. The patient had not missed a refill, the patient just got the pump filled. The sound was not consistent with the alarm sound of the pump. The patient said it sounded like an old casino watch. The patient said the sound was a "beep beep". The patient said it was 2 beeps then a space. The patient said he repositioned and the beeping went away. The patient said it was faint and not very loud. The patient said he heard the beep on (B)(6) 2018 and had not heard it since. The patient said maybe it was someone backing up. The patient was follow-up with the healthcare professional (hcp). The patient did not have a personal therapy manager (ptm) but would like one because she was still in a lot of pain. The problem the patient was having was if the pump was turned up too high, he was "drunk" and if it was too low it was okay if he did not move. The patient said he had too much "punch through" pain and "it was not working". No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that to clarify the "had too much punch through pain, it was not working", the patient felt either drunk or if they moved around, they had a lot of "punch through" pain. The beeping turned out to be a wrist watch in their dresser drawer. To resolve the beeping and pain, the patient contacted to manufacturer and saw their doctor the next week and the doctor stated the same as the manufacturer. The beeping pump, pain and "it was not working" had been resolved, the beeping was the wrist watch the patient over heard.